Event description:
It was reported that patient was revised due to dislocation of right hip.

Manufacturer narrative:
An event regarding dislocation involving a metal head and a trident liner was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient was revised due to dislocation of right hip.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.